Manufacturer narrative:
Integra has completed their internal investigation on 31 oct 2016. The investigation included: methods: evaluation of actual device; review of device history records; review of complaint history. Results: evaluation of device: complaint not confirmed - no issues observed. Unit cleaned per protocol (B)(4). With respect to the returned unit, it has passed all specific functional testing requirements. When unit is properly positioned and put under pressure, unit would not have slipped. General maintenance and cleaning required. There are no previous repair codes. Device history record reviewed for this product ID serial# (B)(4) manufactured on 04/26/2013 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. No manufacturing or design related trend has been identified. Conclusion: in summary we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however, general maintenance is required as this device was manufactured in 2013 with no prior service history.

Event description:
It was reported that the a2114 mayfield infinity xr2 skull clamp slipped during surgery. No other information was provided. Additional information has been requested.